Event description:
On (B)(6) 2024, the following information was provided by the physician assistant: the patient allegedly experienced a technical issue with the prevena plus¿ incision management system causing the device to not function properly. The wound dehisced and did not heal. On 09-jul-2024, the following information was provided by the solventum sales representative: the patient underwent a transmetatarsal amputation to the right foot on or about (B)(6) 2024, and a prevena plus¿ customizable¿ dressing was applied. The wound was assessed in the pacu, and no drainage was noted. Patient was taken back to the operating room to redress the wound with the assistance of the solventum representative due to a potential blockage. Approximately a day and a half later, the wound was reassessed, and 75-100 cc¿s of dark red blood was noted in the canister, described as old blood and clots. The patient was discharged home on a prevena plus¿ incision management system with a prevena plus¿ customizable¿ dressing. On (B)(6) 2024, nine days post-op, the patient presented to the outpatient wound care center for follow-up, and the wound had allegedly deteriorated and dehisced. On 25-jul-2024, the following information was provided by the nurse: on (B)(6) 2024, the patient reported the device ¿was not working for several days¿; the patient had disconnected the device but did not remove the prevena plus¿ customizable¿ dressing. The physician noted dehiscence and malodor due to the patient leaving the dressing in place without active therapy. On (B)(6) 2024, the patient was taken to operating room for revision and wound debridement. On (B)(6) 2024, the patient presented for follow-up and the physician noted slight improvement but still 70-80 percent dehisced. V.a.c.® therapy had not resumed since the patient disconnected device on or prior to (B)(6) 2024. The prevena plus¿ customizable¿ dressing lot number was not provided and the device was not returned; therefore, a device evaluation and device history record review could not be performed. The alleged dehiscence related to the prevena plus¿ customizable¿ dressing is reported under MDR-3009897021-2024-00046. The alleged dehiscence related to the prevena plus¿ incision management system is reported under MDR-3009897021-2024-00047.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged wound dehiscence requiring surgical revision and wound debridement are related to the prevena plus¿ customizable¿ dressing. The prevena plus¿ customizable¿ dressing lot number was not provided and was not returned; therefore, a device history record review and device evaluation could not be performed. The patient's medical and surgical history includes osteomyelitis to the right foot in the setting of diabetes for which patient underwent amputation of the right 3rd metatarsal in 2023. The physician noted dehiscence and malodor due to the patient leaving the dressing in place without active therapy. Based on this information, the dressing was left in place for longer than manufacturer's recommendations without active v.a.c.® therapy. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: duration of 3m¿ prevena ¿ plus therapy the 3m¿ prevena ¿ plus incision management system should be continuous for a minimum of two days up to a maximum of seven days per 3m¿ prevena ¿ dressing. Note: the 3m¿ prevena ¿ plus 125 therapy unit will automatically time-out after fixed lifespan of therapy. Once therapy is on for one hour without stopping, the fixed lifespan begins and continues even if the unit is turned off. Patients should be instructed to contact their treating physician and not to turn the therapy unit off unless: advised by the treating physician, bleeding develops suddenly in large amounts during therapy, there are signs of allergic reaction or infection, the canister is full of fluid, system alerts must be addressed. Patient should be instructed to contact the treating physician if therapy unit turns off and cannot be restarted before therapy is scheduled to end, or if canister becomes full of fluid. At the end of therapy, patient should return to treating physician for dressing removal. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.